Manufacturer narrative:
The lens was returned and haptic damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The root cause for the reported issue could not be determined by the product eval. The focal length and resolution were within specifications. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. (B)(4).

Event description:
A surgical tech reported that a pt's intraocular lens (iol) was explanted one yr and ten months following iol implant surgery due to intolerable glare. Additional info was received from the surgeon who reported that the pt reported seeing shadows with all images and letters and had a yag laser procedure performed due to posterior capsular opacification prior to the explantation of the iol. He also reported that the pt had pre-existing dry eyes. The multifocal iol was replaced with a monofocal iol and the event resolved. The surgeon reported the use of an unapproved viscoelastic.